Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision and glare. Clinical reason being mentioned as mechanical defect of iol. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The lens was returned inside a blue self sealing pouch. The lens was adhered in dried viscoelastic onto a small rectangular piece of white paper. The lens was soaked in klrp to remove from the paper in order to attempt further evaluation. Power and resolution were verified by an engineering tech. The lens met specification for power and resolution. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens was returned and evaluated. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution were verified by an engineering tech. The lens met specification for power and resolution. Information was provided that the company (1.50cyl.), 16.5 diopter lens was replaced with a non- company 16.0 diopter toric lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information has been provided in a2., a3.a., b.3., b.5., b.6., b.7., and d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has received and it states patient also had hazy vision and the lens was exchanged with non company lens. There was no impact to the patient.